Event description:
It was reported that pericardial effusion (pe) and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. Initially a 20mm device was placed but was determined to be under compressed. A 24mm device was then prepped and inserted. Upon deployment, the device was noted to be very constrained and the flx ball failed to form during unsheathing. The device did opened but the distal end still appeared constrained in pectinate. The device was repositioned and had more optimal shape. The device met release criteria and was released. A thorough final sweep was performed due to the unusual shape of the first deployment of the 24mm device. An effusion was seen at the left atrium and around the ventricles on transesophageal echo (tee) and over the course of several minutes the patient was found to be in cardiac tamponade with systolic blood pressure ranging from 70-55mmhg. The patient was treated with medications by anesthesia for hypotension and given protamine to reverse heparin given during the procedure. A pericardiocentesis was performed which allowed blood pressure to return to around 135mmhg (systolic). The patient was monitored in the cath lab while cardiothoracic surgery was consulted. The effusion then reformed and caused hypotension again. The drain catheter was then adjusted by the implanting physician and once again the effusion resolved. The decision was made by the implanting physician and cardiothoracic surgery physician to send the patient to the intensive care unit with the drain in to be monitored. The effusion was not seen on follow-up echocardiograms performed that day. The patient was re-evaluated and was expected to be discharged.